Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is not able to be returned.

Event description:
It was reported by the distributor that during surgery, the "switch" (revolving & rigid) on the ratcheting screwdriver handle came out. The small screw that attaches the switch to the handle was broken. The procedure was completed by attaching the screwdriver blade to a t-handle at the hospital.

Manufacturer narrative:
The complained screwdriver ratcheting handle was not available for investigation because the distributor would like to keep it for training purposes and therefore the device was not returned. However, according to the provided pictures the reported event could be confirmed related to the determination that the switch for the ratcheting and rigid function of the handle has detached. The visual inspection of the provided pictures of the complained screwdriver handle revealed that the switch for the ratcheting mechanism is missing. Furthermore, the recess for the switch movement was additionally unauthorised equipped with a foreign black plastic part indicating that the screwdriver handle was unauthorised disassembled. Moreover, it was found that the slot of the screw of the black grip part shows damages and plastic deformations in turn in and turn out direction indicating that the device was disassembled by the customer or user - definitely not by the manufacturer. According to the detections of the provided pictures and related to the previous performed investigations of pi # (B)(4) for which the products were returned the root cause can be attributed to a user related issue. Without regard to the current observations and previous investigation results the communication regarding the reported event was very confusing. Related to the reported event the mentioned switch (revolving and rigid) points to a similar screwdriver handle with catalog # 45-85000, however only used in the trauma and extremity system. This screwdriver handle with catalog # 45-85000 does not have a ratcheting mechanism but consists of an ao coupling mechanism with revolving and rigid function and two switches. Indications for any manufacturing related issue could not be determined in this investigation. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. If the affected product is being returned at a later date an adequate investigation will be performed, the related project records re-opened and the result revised.

Event description:
It was reported by the distributor that during surgery, the "switch" (revolving and rigid) on the ratcheting screwdriver handle came out. The small screw that attaches the switch to the handle was broken. The procedure was completed by attaching the screwdriver blade to a t-handle at the hospital.